Event description:
It was reported to tycohealthcare/kendall that a customer had a problem with a lifeshield blunt cannula. According to the customer needle broke off from the hub when a nurse was transferring blood from a syringe to a collection tube. The broken needle scratched the nurse's hand.